Event description:
It was reported that, during set up for a navio-assisted tka surgery, the navio handpiece and the anspach emax 2 plus hand piece - rohs did not connect to the navio. Both devices were unplugged and plugged in several times, the system was rebooted; and eventually they opened another tray and proceeded without issue. However, they could not get the burr to seat in the navio long attachment, so they tried the one from the second set and it attached and the burr seated. The procedure was finished with smith and nephew back up devices without delays. The patient was not harmed. The investigation stated that the most probable cause of the navio handpiece connection problem is a electrical failure within handpiece cable. Also, it was found that there was a bearing loose inside of the shaft of the navio long attachment, and these two findings make these reportable events.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the navio long attachment, part number pfsr110006, (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. A bearing inside the long attachment came loose. A functional evaluation was performed. The reported problem was confirmed. A bur was inserted and removed into the long attachment, and was met with resistance during insertion and removal. The most likely cause of this event is a mechanical component failure due to wear and usage over time of the long attachment. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint, however no further escalation action is required. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.